Event description:
It was reported that this brady system exhibited a low out of range pacing impedance measuring less than 200 ohms. Technical services informed the representative to obtain more information however, no new information was received. The involved products details are unknown at this time. At this time, evidence suggests that the system remains in service. No adverse patient effects were reported.